Event description:
It was reported that the patient experienced a low blood glucose while using the ilet with a g7 sensor after going to the gym without pausing insulin delivery during exercise; the patient had eaten breakfast and announced it, remained connected during activity, noted a low on cgm of 55 mg/dl, and confirmed with a fingerstick of 58 mg/dl, then treated with three glucose tablets. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with the relevant device component being the cannula. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.